Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: in use, the balloon burst when filled with 25 - 30 cc air. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).